Event description:
Customer reported she experienced low blood glucose between 40 and 58 mg/dl but the sensor is not reading accurately. Sensor glucose was reading 388 mg/dl; customer removed the sensor and was bent. Customer stated she has had sensor discrepancies several times. Customer stated that the insulin pump will show glucose of 400 mg but she has symptoms of low blood glucose; she sweats and her hands are shaking. Customer stated she is confident the insulin pump is working and declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.